Event description:
Customer reported on (B)(6) from the us that their elvie pump is making a squealing noise and that they have developed mastitis. The customer advised that they were on prescribed medication for the treatment of mastitis and their lactation consultant suspects that the cause of the mastitis is related to the pump. The customer has already tried replacing various parts of the device through previous troubleshooting with elvie customer care.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested the product back for analysis and provided the customer with a replacement hub. The device has not been returned to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.